Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the advantage system gave a blood glucose result 31 mg/dl at a time when the customer had symptoms of hypoglycemia. Customer's wife called 911. Paramedics arrived about 15 minutes later, checked customer's blood glucose with customer's meter and reading was 400 mg/dl. Paramedics used a different brand meter and obtained an unspecified reading, time frame unspecified. Customer was treated with orange juice mixed with 1.5 teaspoons of sugar, was responsive 20 minutes later. Paramedics left after they rechecked customer using their meter and result was 132 mg/dl. A request was made for the return of the meter and strips, replacement sent.